Manufacturer narrative:
No failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Reportedly, the pump battery depleted from 80% battery life to 50% battery life in less than 24 hours. In addition, it was reported that the touchscreen is intermittently unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer had elevated blood glucose levels approximately 300 mg/dl. Customer delivered a corrective bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.